Event description:
It was reported that, during the infusion, the cadd pump alarmed, displayed a black screen, and would not turn back on. There was patient involvement; however, no patient harm occurred.

Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.